Event description:
Event description boston scientific received information that pre implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.13v. The box label was3.25v.

Event description:
Boston scientific received information that pre implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.13v. The box label was 3.25v.

Manufacturer narrative:
A boston scientific technical services representative discussed returning the device for analysis. The device was implanted on the same day that the field representative had contacted boston scientific technical services (ts) regarding the monitoring voltage. The device was explanted over six years later for reported normal battery depletion and returned for standard analysis testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.